Manufacturer narrative:
Received 1 used latex foley catheter. The reported event was inconclusive due to the returned sample's condition. Per visual inspection, the balloon was found to have a burst and appeared to be slightly baggy at the top of the collar, but had the potential to be released. However, a functional evaluation could not be done due to the rupture. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: ¿bardia foley catheter caution: this product contains natural rubber latex which may cause allergic reactions. Sterile unless package is opened or damaged warning: do not use ointments or lubricants having a petrolatum base. They will damage latex and may cause balloon to burst. Do not aspirate urine through the drainage funnel wall. Single patient use only. Do not reuse. Do not resterilize. For urological use only. Valve type: use luer syringe. Do not use needle. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact an adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient.¿ (B)(4).

Event description:
It was reported that the balloon had a ridge/mushroom.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the balloon had a ridge/ mushroom.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon had a ridge/ mushroom.